Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
During (B)(4) extract surgery, the surgeon used the solid screw driver. When the surgeon rotated the screw driver, the screw (4.0mm) head broke. The surgeon could not remove tip of screw. The surgeon remove screw by minimally invasive procedure. Therefore the wound was small.

Manufacturer narrative:
The reported incident that the ¿cannulated screw asnis iii ø4.0x46mm tl15.5mm¿ was alleged of issue s-11 (breakage during surgery) could be confirmed, since the broken head of the screw was received for inspection. Based on investigation, the root cause was attributed to a user related issue. The breakage was caused by over-torque. The device inspection revealed that the head of the screw was broken. The surface of the head has multiple scratches and dents, while the edges of the hexagon and the cannulation are deformed. The broken surface appears flat, without any bumps, and has marks in a rotating move. The involved screw driver was not returned for investigation, however it was determined that it did not contribute to the breakage. The manufacturing documents, the inspection protocol and the raw material certificate of the affected screw were reviewed and no deviation from specifications was noted, therefore a manufacturing or material related issue can be excluded. As a result, the breakage is more likely to have been caused due to too much torque being applied to the screw, while being extracted from the bone. The hexagon of the screw head is quite deformed which was apparently caused during insertion/extraction of the screw. Such deformation indicates violent moves. Particularly, because the deformation is located only on one side of the head, this can point to the fact that, either a power tool was used during insertion, but not correctly, or the solid screw driver was not used properly to extract the screw. Please keep in mind what the IFU clearly states, ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.¿ users should always read the instructions provided before using a specific instrument/implant. The existence of dense bone would also cause more issues. If there is hard bone, ¿pre-drilling and pre-tapping may be necessary¿ during insertion of the screw. ¿a cannulated screwdriver with ao fitting can be used with either the elastosil handle with ao coupling or a power tool. If a power tool is selected, final tightening must be carried out by hand to prevent stripping.¿ if a power tool was used till the end of the screw insertion, this would cause stripping, which could eventually lead to breakage during extraction, because of the torque applied. According to the op. Tech., when removing a screw, ¿it is recommended that the solid screwdriver be used. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver.'' During the extraction, the screw was under high tension and combined with the rotational moves, this led to a torsional fracture. The broken surface shows rotation marks which are consistent with the untwisting move. However, as explained in the memo (potential recurring situation identification - dqi 13-004_pms trending), ¿regardless of the implant size or type the torque needed to explant a screw can be higher than the torque needed to implant a screw. In some cases the torque required to remove the implant is higher than the mechanical properties of the screw. In these cases the implant breaks during explanation. Specific instruments dedicated for implant removal are offered by stryker to help explanation of screws. Stryker offers dedicated instrument sets (implant extraction set, moduli ref 1806-6150 and modul 2 ref1806-6151).¿ by using these specific extraction sets, the removal of screws will be easier. The reported failure mode s-11 (breakage during surgery) for the catalog #: 604614_-670 was addressed by the r&d department through a memo according to which, an nc should not be raised. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During asnis3 extract surgery, the surgeon used the solid screw driver. When the surgeon rotated the screw driver, the screw (4.0mm) head broke. The surgeon could not remove tip of screw. The surgeon remove screw by minimally invasive procedure. Therefore the wound was small.